Event description:
A nurse reported that during cataract extraction, the system did not recognize the footswitch. The case was concluded after exchanging the system, which caused a delay of 15 minutes. There was no harm or injury to the pt reported.

Manufacturer narrative:
A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. There was no sample returned. Therefore, an in-house eval could not be performed. The root cause of the reported event could not be determined. (B)(4).